Event description:
Pt underwent angiography of left leg. Post procedure angioseal closure device was utilized to the right leg at sheath site, however no seal was obtained. Manual pressure was held. No bleeding or hematoma was noted. FDA safety report ID# (B)(4).